Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed linearity results on calcium on the architect c8000 serial number (B)(6) for one 25 year old patient. The results were reported out. The results were higher with a new sample. The following data was provided: sid (B)(6) initial results from (B)(6)2023 calcium = <0.5 mmol/l repeated result = <0.5 mmol/l new sample from (B)(6)2023 calcium = 2.14 mmol/l normal range = 2.10 to 2.55 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The issue was resolved by redrawing the patient and repeating the tests. No additional discrepant result issues have been reported since the issue occurred. A definitive cause of the discrepant result was not identified, therefore, the architect instrument (B)(6), list number 01g06-11, was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect instrument (B)(6), list number 01g06-11 was identified.

Event description:
The customer observed < linearity results on calcium on the architect c8000 serial number (B)(6) for one 25 year old patient. The results were reported out. The results were higher with a new sample. The following data was provided: sid (B)(6) initial results from 02june2023 calcium = <0.5 mmol/l repeated result = <0.5 mmol/l new sample from 13june2023 calcium = 2.14 mmol/l normal range = 2.10 to 2.55 mmol/l no impact to patient management was reported.